Event description:
Boston scientific received information that during the implant procedure of this ICD, a 25 ohm painless shock impedance values was exhibited. The physician inquired with the attending bsc representative who then contacted bsc internal technical services (ts) for guidance. It was at that time, the values were discussed as being within normal limits and dft testing should be performed to ensure normal sensing and behavior. The physician elected to not perform the recommended dft testing, as the patients overall health was considered unwell. The following day, the patient expired. Concerns regarding the sensing floor and corresponding programming were discussed further with ts. Technical services reviewed printed episodes concluding, that in two of the three non-sustained episodes, the device was showing appropriate sensing of ventricular fibrillation (vf); however, before therapy criteria was met, undersensed beats were observed. The beats were sometimes below the programmed sensitivity or the result of the automatic gain control feature not stepping down to the sensitivity level necessary due the previous large beat. Consequently, therapy was withheld in both episodes. Ts again reiterated that dft testing had not been performed during the implant procedure, stating dft testing is specifically designed to measure the amplitude of vf to ensure appropriate safety margins and sensing. The physician agreed with the assessment conclusion.

Manufacturer narrative:
At this time, the bsc representative communicated that no device memory was attainable and the status of a returned product remain unknown; however, unlikely to be returned. If more information is received, a follow-up report will be submitted.